Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor ruptured from the top to the other end of the reservoir during filling with sodium chloride and zytostaticum (non-baxter product) medication. There is no patient involvement. No additional information is available.